Event description:
It was reported the m41srb powered wheelchair was smoking while the patient was driving it. The patient was unable to determine where the smoke is coming from and saw no obvious signs of burning, melting and/or damage.